Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced tube drive arm, carriage block assembly, lower housing, seal wiper, flange gripper retainer, latch module, and right handle. Syringe gripper recall action completed. Performed unit calibration. Based on the findings, service determined the reported issue was due to mechanical failure of the carriage assembly tube drive. Device history record a review of the device history record showed the device had a manufacture date of 06may2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Device received by manufacturer.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.